Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off due to tape not sticking. No further information available.